Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incorrect intraocular lens power selection during cataract surgery with intraoperative aberrometry. The system selected lens was implanted and postoperatively it was decided to explant the original lens and implant a new lens. Additional information has been requested. There are two related reports for this event. This report addresses the second patient and another manufacturer report will be filed for the first patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the cables were reseated, subsequently. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).